Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 close to site location. Infusion set was used for few hours. No further information available.